Event description:
Procedure; cystectomy. The initial report to the co stated the stapler failed to fire. However, upon receipt of the device(s) on 11/2/06 it was observed that 1 of the sulu's had what appears to be a tissue remnant remaining within the jaws. The remaining tissue remnant may be an indication that the device had to be surgically removed from tissue however has not been verified to date. Therefore, this incident has been reclassified as a serious injury and an MDR will be drafted.

Manufacturer narrative:
Date of initial report: 11/3/2006.